Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a drug infusion device. It was reported that the patient is scheduled for a refill today, as the ptm and printout both say refill should be today. The patient cannot make it due to family emergency; and they inquired how long until the pump is empty. The patient does not currently hear an alarm.